Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: an epic self-expanding stent system was returned and the outer sheath, tip, and the remainder of the device were checked for damage. The device returned showing a partially deployed stent approximately 4.5cm from the markerband. No damage was noticed on the catheter shafts. Approximately 6.5cm of the stent was still contained inside of the mid-shaft. The thumbwheel was turned to try and deploy the rest of the stent to test functionality of the device. The stent deployed as designed. The customer stated that this was used in a tortuous anatomy, with this information it is not possible to replicate the clinical circumstances. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the stent would not deploy. A 10x100x75 epic vascular stent was selected for a biliary stenting procedure and it was reported that the stent would not deploy. The procedure was completed with another same device. No patient complications were reported and the patient's condition was good. However returned analysis revealed a partially deployed stent.